Manufacturer narrative:
(B)(4). The customer returned a peel-away sheath for evaluation. The sheath was returned completely peeled and with one of the sheath hub tabs separated. Visual examination of the returned sample revealed that one of the sheath hubs had completely separated from the sheath body. The separated hub was similar to other investigations with breakage that occurs when the introducer needle is placed in the peel-away sheath in a way that the ridge/tab of the needle hub presses on the sheath tab in the kit. This causes the sheath tab to break. However, because the peel away sheath was used, it's difficult to determine when the breakage occurred. Visual examination of both halves of the peeled sheath revealed that the sheath had peeled as expected along the blue score lines. Both sheath halves were still fully recessed into bottom part of the hubs and showed no abnormalities. The sheath was fully peeled. The overall length of the catheter was found to be within specification. A manual tug test confirmed the sheath half still connected to the hubs were connected securely. Due to the breakage of the tab being similar to other investigation where the tabs break before use, and because this specific sheath was used , attempts were made to reach the customer to better understand when the breakage of the tab occurred. Since there was no response from the customer, it cannot be determine when the problem occurred. A device history record review was performed with no relevant findings. The IFU provided with the kit cautions the user, "grasp tabs of peel-away sheath and pull apart, away from catheter , while withdrawing from vessel until sheath splits down its entire length." "Do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator. The customer report of the peel-away sheath hub separating was confirmed through evaluation of the returned sample. The customer returned a fully peeled sheath and one of the sheath hubs had completely separated from the sheath body. Due to the breakage of the tab being similar to other investigations where the tabs break before use, and because this specific sheath was used, attempts were made to reach the customer to better understand when the breakage of the tab occurred. Since there was no response from the customer, it cannot be determined when the problem occurred. Based on this and the condition of the returned sample, the probable cause of this investigation is unknown. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was observed during evaluation of a returned device that the peel-away sheath tabs broke off in use.

Manufacturer narrative:
(B)(4).

Event description:
It was observed during evaluation of a returned device that the peel-away sheath tabs broke off in use.